Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery where rhbmp-2/acs was implanted. No further information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Add'l info: (B)(4).

Event description:
It was reported that the patient had ongoing back and bilateral lower extremity symptoms, more pronounced on the left side. On (B)(6) 2003, the patient underwent l3-5 fusion for degenerative spondylolisthesis and l4-5 stenosis. On (B)(6) 2004, the patient underwent posterior l5-s1 interbody and intertransverse fusion with titanium screw rod implant instrumentation; hardware removal l3-5 with exploration of fusion; right l5-s1 diskectomy; and right posterior iliac crest bone graft with allograft on (B)(6) 2004, MRI of the lumbosacral spine with and without intravenous contrast revealed postop interbody fusion at l5-sl with transpedicular screw and posterior rod instrumentation, each of which is new since the previous examination of (B)(6) 2004. Intermediate signal intensity persists within the intervertebral disc on the t2-weighted sections and as a result, the integrity of the interbody fusion is indeterminate on MRI examination. Erosive changes within the adjacent endplates and signal abnormalities within adjacent medullary bone can be seen with normal healing and can also be seen with early infection; moderate residual foraminal stenosis is deen on the right at l5-s1 and metallic artifact in association with the transpedicular screws are projected in good position, no nerve root or ganglionic impingement; solid appearing interbody fusion at l4-5 and solid appearing posterior fusions at both l4-5 and l3-4 without residual central or lateral canal stenosis at these levels; early disc degeneration at l2-3 without significant central or lateral canal stenosis. On (B)(6) 2004, the patient presented with complaints of tingling and numbness extended from the buttocks into both calf areas, intermittently into her feet; low back pain; and irritability in the left shoulder. An MRI revealed prior fusion l3-5 and more recent fusion at l5-s1 with instrumentation, and there was inflammatory change adjacent to the l5-s1 interbody space and the interbody fusion was apparent. On (B)(6) 2005, the patient underwent hardware removal of l5-s1 with exploration and fusion, exploration of l3-4 fusion, revision fusion of posterior interbody and intertransverse l5-s1 using transforaminal approach with fibular allograft interbody prosthesis, and bmp/infuse bone stimulant, and revision instrumentation l5-s1 with titanium screw and rod implants. Per the surgical note, the procedure was considerably more difficult than usual as a result of severe fibrosis around the posterior spinal elements related to the prior procedure. The patient was discharged on (B)(6) 2005. On (B)(6) 2006, the patient presented with complaints of bilateral low back pain and lower extremity pain, burning in her anterior shin and feet, and gradual increase in pain since returning to work. Treatment included dorsosacroiliac joint injection with celeston and 2%lidocaine, norco and zanaflex. Diagnosed with failed back surgery syndrome, lumbar radiculopathy, and bilateral si dysfunction/sacroilitis. On (B)(6) 2006, the patient underwent a caudal epidural steroid injection. Discharged without any complications. On (B)(6) 2006, the patient presented for a follow up post epidural steroid injection. The patient reported moderate improvement that lasted for about seven days and the recurrence of the pain in the same distribution. Reported still having burning in the anterior shin and feet. Treatment included considering another selective nerve root block of right l4-5, plan to proceed with a spinal cord stimulator/peripheral nerve stimulator trial, and second epidural injection. On (B)(6) 2006, the patient underwent a right l4 transforaminal lumber epidural steroid injection and right l5 transforaminal lumber epidural steroid injection without complications. On (B)(6) 2006, the patient presented for follow up after epidural steroid injections. The patient reported mild improvement, and severe radicular component. On (B)(6) 2006, the patient underwent insertion of left octrode scs lead, insertion of right octrode scs lead, and intraoperative programming the scs leads without complications. On (B)(6) 2006, the patient underwent epidural trial electrode revision and removal. On (B)(6) 2007, the patient underwent a permanent implantation of a spinal cord stimulator. On (B)(6) 2007, the patient presented for suture removal after permanent spinal stimulator implantation. On (B)(6) 2008, the patient presented for reprogramming of the spinal cord stimulator. The patient felt the stimulator was not working. On (B)(6) 2009, a thoracolumbar CT myelogram was reviewed by her surgeon which showed prior fusion l3-s1 which appeared solid, and l2-l3 was moderate to moderately severe stenosis had developed. On (B)(6) 2009, the patient underwent removal of previously placed spinal cord percutaneous stimulator; l2-3 decompression with bilateral partial laminectomies with foraminotomies and neurolysis; and revision of the spinal cord stimulator with t9-10 partial laminectomies with neurolysis and placement of medtronic 8/2 paddle type stimulator lead with intraoperative testing. Per the operative note, the patient was status post lumbar fusion, l2-3 severe spinal stenosis, status post percutaneous permanent spinal cord stimulator lead with failure of the lead and chronic neuropathic pain syndrome. The patient was discharged on (B)(6) 2009. On (B)(6) 2010, the patient presented for reprogramming of spinal cord stimulator. Patient reported proper paresthesia now in both lower extremities, burning and aching in addition to swelling of both lower extremities as a result of failed back surgery syndrome. On (B)(6) 2010, the patient presented with complaints of bilateral foot pain and discoloration; bilateral lower extremity pain and swelling, worse on left leg than right side; worse by standing or sitting for extended periods of time and improve with elevation. Diagnosed with chronic venous insufficiency. On (B)(6) 2010, the patient underwent radiofrequency ablation of the incompetent vein located on the left medial calf with ultrasound guidance; radiofrequency ablation of the incompetent vein located on the left anterior shin with ultrasound guidance; radiofrequency ablation of the incompetent vein located on the left lateral shin with ultrasound guidance; radiofrequency ablation of the incompetent vein located on the left lateral calf with guidance; radiofrequency ablation of the incompetent vein located on the left posterior lateral calf with ultrasound guidance; open subfascial ligation of 2 incompetent veins of tile left medial ankle with ultrasound guidance; and ambulatory phlebectomy of symptomatic varicose veins of the left leg with ultrasound guidance ( 4 incisions used). On (B)(6) 2011, the patient underwent radiofrequency ablation of the incompetent vein located on lhe anterior left shin with ultrasound guidance; radiofrequency ablation of the incompetent vein located on the medial left calf with ultrasound guidance; radiofrequency ablation of the incompetent vein located on the lateral left calf with ultrasound guidance; and ambulatory phlebectomy of symptomatic varicose veins of the left leg with ultrasound guidance ( 4 incisions used). On (B)(6) 2011, the patient underwent radiofrequency ablation of the incompetent vein located on the right posterior thigh with ultrasound guidance; radiofrequency ablation of the incompetent vein located on the right medial thigh with ultrasound guidance; radiofrequency ablation of the incompetent vein located on the right posterior calf with ultrasound guidance; radiofrequency ablation of the incompetent vein located on the right medial calf with ultrasound guidance; radiofrequency ablation of the incompetent vein located on the right lateral calf with ultrasound guidance; and ambulatory phlebectomy of symptomatic varicose veins of the right leg with ultrasound guidance ( 20 incisions used) on (B)(6) 2011, the patient presented for an evaluation for some bleeding from several surgical sites on the right medial thigh for treatment for chronic venous insufficiency. On (B)(6) 2011, the patient presented for evaluation of lower extremity chronic venous insufficiency. Treatment included venous duplex ultrasound which showed mild to moderate deep venous reflux, right worse than left; and one area of high pressure reflux into the superficial venous system in the groin through a branch off the saphenofemoral junction.

Event description:
It was reported that on (B)(6) 2005: the patient underwent fusion surgery in which rhbmp-2/acs was used. (B)(6) 2006: the patient presented with a complaint of chronic pain. (B)(6) 2006: the patient presented with radiculopathy. (B)(6) 2009: the patient presented with a complaint of bone growth tumor. Moderate to severe stenosis l2-l3 due to broad-based annular disc bulging, facet degeneration and thickening of ligamentum flavum was observed.